Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: bk050036. (B)(4). Investigation summary: bd received 6 samples from the customer for investigation. The samples were evaluated by visual examination and the indicated failure mode for embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that prior to use with 3 bd vacutainer® sst¿ ii advance plus blood collection tubes foreign matter was discovered embedded in tube and shield. The following information was provided by the initial reporter, translated from (B)(6) to english: embedded fm in tube x3, embedded fm in hemogard shield x3.